Event description:
It was reported that a revisualization of prior labral repair revealed a failure of superior anchor, it pulled out of bone. This was removed and replaced with 2 3mm peek anchors. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device intended for use in treatment, will not be returned for evaluation. The investigation was limited to the information provided, as the part and lot numbers to review the device history and complaint records were not provided. No relevant clinical information has been provided for inclusion in this investigation. Without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. This investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened.